Manufacturer narrative:
This product is registered as a combination product. It was reported that prior to implant, the lead impedance test was noted to be high. The lead was replaced. There was no patient involvement.

Event description:
It was reported that prior to implant, a lead test revealed a high pacing lead impedance. The lead was replaced. There was no patient involvement.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.